Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing an initial increase and then a static value of 80 units over several days despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge on 7/6/2026, and technical support explained that static fill estimate could occur due to large differences in measured pressures, advised that gauge would resume normal countdown once insulin amount matched displayed value, and instructed customer to call back for troubleshooting if a similar active fill estimate issue occurred, which customer understood and acknowledged.